Event description:
Customer reported that she was having problems with her insulin pump. Unit alarmed motor error, squirted the insulin out during the manual prime and it was unable to exit the preparing to prime loop. Customer stated that she filled her reservoir with 300 units, when she got up the insulin was gone and her blood glucose was only 40 mg/dl nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.